Manufacturer narrative:
The (510) k # is k021819. The lay user/patient's meter was returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate erratic readings on his one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful to get a hold of the patient and sent a letter to obtain further clinical information. The patient had obtained noticed the alleged erratic readings approximately 2-3 months ago. Due to the alleged issue the patient had increased their dosage of medication. The patient had obtained a 560 mg/dl and a 160 mg/dl within 20 minutes from one another. The patient mentioned soon after the patient had developed symptoms of "low blood sugar symptoms". The patient then self-treated with food/drink. The test strip vial was not cracked or broken. The test strips was not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high erratic readings, he developed symptoms of a serious injury and had to self-treat with food/drink.